Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced an infusion set kinked cannula event on 13-may-2025. Blood glucose level was 331 mg/dl at the time of the event. Patient also experienced the symptoms of dry mouth, slight nausea, and frequent urination. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) with soft cannula found kinked upon removal from infusion site. The batch 6007392 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 soft cannula found kinked upon removal from infusion site. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007392 was manufactured according to the wi version 114, packaged in the line 6, on 01/jun/2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 15/jul/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007392 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.